Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: sample has not yet been received, but was reported to be available. Conclusions: the sample will be evaluated when received and a f/u report will be filed. Add'l model #: lt 270-132.

Event description:
(Drug/diluent: morphine (diluted with largactil, doradol, and saline solution nacl 0.9%). (Fill volume: 270 ml and flow rate: 2 ml/hr). (Procedure: treatment of chronic vascular pain in lower limbs). (Cathplace: alongside the pt, (lied in bed under her clothing). Pump infused in less than 24 hours instead of 132 hours (5.5 days). Pt went into pharmacological coma. Narcan and anexate were administered to pt and symptoms dissipated after 4 hours. Date of event: (B)(6) 2011. Per dfu: nominal flow rate: 2 ml/hr, nominal fill volume: 270 ml, maximum fill volume: 335 ml. The infusion delivery time is 132 hours (5.5 days) when filled to nominal volume and flow rate.